Event description:
It was reported that during a coronary, therapeutic procedure, the manufacturer's pressure wire was prepped and inserted into the patient. The wire was normalized but then could not be torqued to the correct vessel. The physician decided to remove the wire while the non-manufacturer's introducer tool was in the hemostatic valve to reshape the tip. Upon removal, a yellow colored substance was protruding from the hemostasis valve and introducer tool. The physician opened the valve to ensure there was no residue left behind. A second manufacturer's wire was then opened to complete the procedure. No patient injury reported. This product problem is being reported in an abundance of caution for possible material separation with a potential for embolization due to user error.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Patient: no information available. Test laboratory/history: no information available. Suspect products: not applicable for this device. Implant/explant date: not applicable for this device. Initial reporter/source: country is (B)(6). The omniwire has not been returned for evaluation, thus no returned product investigation was performed. The user failed to follow instructions by removing the omniwire while the guide wire introducer was still in the patient. Operator's manual states after normalization to close the aortic stopcock, remove the guide wire introducer from guide catheter, tighten the tuohy-borst valve, and flush the guide catheter with saline. Remedial action: do not apply to this submission.

Manufacturer narrative:
Block h3: the omniwire was visually and microscopically inspected. The ptfe coating was peeled off and there was missing polyamide material on the composite core. Rough edges of malleable material was observed. Block h6: the probable cause for the missing material is unexpected damage in use. It is likely that the damage was caused by the user while pulling the omniwire through the introducer needle. In the initial MDR, investigation conclusion code #18 was listed and remains appropriate.